Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump under delivering the insulin. Customer states: the drive support cap appears normal. No harm requiring medical intervention was reported. The customer had high blood glucose and realized the pump was not giving her insulin. Inquired. The insulin pump will be returned for analysis.